Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown surgery, a cannulated stardrive scrwdrvr shaft for 3.0mm hcs t8 broke. It is unknown if there was surgical delay. Patient and procedure outcome are unknown. This report is for one (1) cannulated stardrive scrwdrvr shaft for 3.0mm hcs t8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was a hallux valgus and the screwdriver broke towards the end of the case during final tightening of screws. The procedure was successfully completed using a backup screwdriver with no surgical delay. Concomitant device reported: screws (part/lot unknown, quantity unknown).

Manufacturer narrative:
Awareness date should be (B)(6) 2018 not (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.226.004. Lot: 2783928. Manufacturing site: bettlach. Release to warehouse date: 01. Dec. 2011. The device history record shows this lot of 100 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of screwdriver shaft breakage, which agrees with the reported complaint condition. The tip of the screwdriver broke at an oblique angle. The broken off portion was not returned. The received condition does agree with the complaint description. Document/specification review: relevant t8 cannulated screwdriver shaft design drawing were reviewed during this investigation. The 03.226.004 cannulated stardrive screwdriver shaft is a reusable instrument routinely used in the 3.0mm headless compression screw instrument and implant set. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the shaft outside diameter just proximal to the damaged distal tip measured and is within specification per relevant drawing. The shaft inside diameter at the damaged distal tip measured and is within specification per relevant drawing. Material analysis: the design specified the screwdriver shaft to be manufactured from 1.4123 (x40crmovn16-2) stainless steel and hardened and tempered to 660+0/-20 hv10. A material certification from the time of manufacture could not be reviewed during this investigation as only top level of the device history record reviewed as sub-components are not lot tracked. This complaint is confirmed. Conclusion: a definitive root cause for the 7 year old screwdriver shaft tip breaking intraoperatively could not be determined based on the provided information. The oblique fracture angle suggests that an off axis force may have been a contributing factor. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.